Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while interrogating a device, the programmer restarted and displayed an error that is caused by printing to a (pdf). The caller stated that initial device interrogation reports were printing to pdf in background. The caller cycled power on the programmer and said it appears to be functioning as designed now. The programmer remains in use. No patient complications have been reported as a result of this event.